Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's display screen was found to be blank. The device's lcd screen was replaced to address the issue.